Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. Initial observations were reported earlier ((B)(6) 2026) in the following mdrs: 1219913-2026-00087, 1219913-2026-00088, 1219913-2026-00089. Siemens investigated the issue. The customer had observed a series of increasingly elevated atellica im tnih results over a period of four days for the patient in question. When the patient¿s samples were re-tested using an alternate method (roche), a much lower result was obtained. The alternate method is a troponin-t assay, and does not measure troponin-I as atellica im tnih does, and the results cannot be directly compared. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. In addition, it is noted that the observed roche troponin-t results were near or just above that assay¿s cutoff. Reagent issues were ruled out as a cause for the discordant results, as quality control (qc) results were within expected ranges, and no issues were reported for any other patient samples. Return of sample was not requested because the customer did the appropriate testing by repeat-testing the patient samples using an alternate method. Based on the available information, a specific cause for the discordant tnih results cannot be determined. No systemic product problem was identified. The customer is operational following routine troubleshooting and alternate-method testing.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to alternate-method testing when using tnih lot 114. This report addresses a discordant tnih measurement made (B)(6) 2026. An initial elevated atellica im tnih result was observed for a 28-year-old female patient. New samples were drawn and tested over the following days, and each sample produced an elevated tnih result. The physician questioned these elevated results, and two of the patient¿s samples were sent to another laboratory for testing using an alternate method (roche). The alternate-method results were much lower (near or below cutoff), and considered consistent with the patient¿s clinical condition. The atellica im tnih results were identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance. Note: erroneous atellica im tnih results are addressed in separate complaints, and reported separately. The first three discordant observations were reported on (B)(6) 2026; the customer provided information about the fourth discordant result (the event addressed in this report) on (B)(6) 2026.